Event description:
The manufacturer received information alleging a ventilator not delivering tidal volumes. The device was not in patient use. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on mar 04, 2025, and section h11 should be reported as: the manufacturer previously received information alleging a ventilator not delivering tidal volumes. The device was not in patient use. The device was returned to the third-party service center for further evaluation. The device was evaluated. During the evaluation, additional failures were observed, the connectors are in good condition and other parts are contaminated with dust and cosmetic damage. The customer is alleged about the unit marks fio2 sensor replacement and it was not duplicated during evaluation. The device's downloaded logs were reviewed. There were multiple errors found. The third-party service center concludes that they could not confirm the customer's allegation of does not reach the tidal volume. Device was scrapped. Sections d8, d9, e1, h2, h3 and h6 has been updated in this report.